Event description:
Pt referred to the hosp (IV therapy) by physician as an outpatient for placement of a catheter for outpatient antibiotics (IV). Catheter was placed without difficulty in left antecubital cephalic vein. As soon as catheter was completely threaded, pt complained of pressure in throat & subsequently complained of shortness of breath, itching, difficulty breathing & became dusky & diaphoretic. Catheter was discontinued within 1-2 minutes of symptom onset & pt proceded to suffer severe anaphylactic reaction requiring mechanical ventilation & hospitalization in the ICU.